Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Additional info was received: upon follow-up with tandem technical support, customer reported that the pump was exposed to high temperatures prior to the malfunction. Per tandem's user guide: you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures.